Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device did not close the clips and it was not applied to any tissue or vessel. The surgeon was able to squeeze the handle, the jaws were not able to close and the clips were not able to load properly into the jaws. They opened a new clip to complete the case. There was no patient injury.